Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a seven day infusor underinfused. The reporter stated that after three days of infusion, the unit appeared to be almost full. The drug being infused was 3000 mg of fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from september 13, 2013 to september 16, 2013. The actual device was not returned; however, a photograph of it was received. Photographic inspection was unable to verify the reported condition as only a functional flow rate test on the actual sample would be able to verify the reported condition. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow up report will be submitted.